Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that she experienced sensor reading discrepancies. Customer stated that her blood glucose level was 250 mg/dl and the insulin pump went into threshold suspend. She calibrated and received a calibration error and change sensor alert. The insulin pump had been in suspend for a while and the sensor glucose was 50 mg/dl when her blood glucose was in the 300 mg/dl range. Later her blood glucose was 419 mg/dl but sensor reading was between 50 and 55 mg/dl. Customer was advised to change the sensor. The sensor would be replaced and returned for analysis.

Manufacturer narrative:
A complete analysis and testing of one opened and used enlite sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.